Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient confirmed there were 3 older dexcom devices listed in the bluetooth menu on the smart device. Patient was advised to forget all other dexcom devices listed in bluetooth menu except their current transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 03/03/2016 and could confirm the reported loss of connection.no additional patient or event information is available.